Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he experienced sensor reading discrepancies. Customer stated that the sensor was reading 44 mg/dl and the insulin pump was alarming for threshold suspend but his blood glucose value was 150 mg/dl. Customer was assisted with calibrating. He declined troubleshooting and stated that he would be changing the sensor at night. Customer was going to monitor the sensor and call back if problem persists.